Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergies to nickel it been 7 months') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and urticaria ("breaks out in hives"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the allergy to metals and urticaria outcome was unknown. The reporter considered allergy to metals and urticaria to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: allergy to metals, urticaria. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergies to nickel it been 7 months') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and urticaria ("breaks out in hives"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the allergy to metals and urticaria outcome was unknown. The reporter considered allergy to metals and urticaria to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: allergy to metals , urticaria. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.